Event description:
It was reported that the atrial lead exhibited reproducible noise. On (B)(6) 2017, the lead was capped and replaced successfully during an unrelated procedure. The patient was stable throughout the whole event.